Manufacturer narrative:
Product event summary: the full lead was returned and analysis found no anomalies. The distal electrode was covered in blood and the proximal conductor had blood on it (not obstructed). The outer insulation had a breach/cut. Visual analysis noted apparent explant damage.

Event description:
It was reported that high and sometimes different manual right ventricular (rv) lead threshold measurements and the patient's syncope led to the revision of this pacemaker system. Intraoperative measurements with the analyzer showed a "normal threshold" but after connecting with the pacemaker the same problem occurred. The device and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).